Event description:
It was reported that the customer went to the hospital due to low blood glucose levels. It was stated that the customer was treating her blood glucose levels based on the sensor glucose readings. It was stated that the customer was unable to troubleshoot during the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.